Event description:
Caller reported a potential false positive troponin I (tni) result compared to new device and access. Pt sample was run twice on same device with positive results both times. Reran same sample on a different device from same lot with a negative result. Access results were also negative. Pt was having difficulty breathing; other markers were normal; EKG result unk; final diagnosis unk. Pt was released.

Manufacturer narrative:
Investigation pending.